Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. About nine days into support, a placement signal not reliable alarm was triggered. Both the placement signal and lv waveform were no longer displayed. The alarm was disabled and the staff was aware of how to continue monitoring the pump via other indicators. Support was maintained with the implanted pump.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Data logs were returned and investigated. The 5s parameters were found to be incorrect. In the start of the event, snr dropped to 0, the light decreased and at the same time the lamp went to 100. A decrease in contrast was observed with an increase in gain. Change of console did not resolve the placement signal issues. These 5s parameter failure trend indicate likely fiber break. Therefore, per the data log and clinical information, the root cause of the optical signal issue was most likely a damaged optical fiber line. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.